Manufacturer narrative:
The device was returned to conmed and was evaluated. Conmed is conducting an investigation for this incident. A supplemental report will be filed upon completion of this investigation.

Event description:
The conmed distributor reported on behalf the user facility that immediately after a cesarean section, a skin injury described as an epidermal detachment of the right femoral region, was observed. The injury was reported to be treated with saline solution once a day for disinfection, geben cream and bleed man treatment to the necrotic part. The procedure was completed with no reported delays. This report is raised on the basis of a reported patient injury.

Manufacturer narrative:
The device was returned to conmed for evaluation without its original packing. Lot number could not be verified. Visual inspection found a sheet of cellophane like material covering the gel. A part of the gel was observed to be missing from the right corner proximal to the cords of the pad. An unidentified brown stain was observed to be on the distal, right side of the pad on the foam and gel edge. Stains, appearing yellow to brown-orange were observed on the device's foam, foam edge around and on the connector shell. The back-foam side of the pad was also stained, as well as some degradation of the foam. Inspection of the pad did not find evidence of an electrical burn or arcing in the pad. Photographic evidence shows the injury to be along the outside edge of the pad application site, which is larger than the pad itself. Upon additional information provided, the pad was placed parallel to the leg and current flow with no skin preparation and the likelihood of a solution pooling around the leading edge of the pad. A review of the manufacturing documents verified the device was produced per current and approved procedures and material specifications. Non-conformance's regarding the product's identity, quality, safety, effectiveness or performance were not identified during manufacture. A two-year review of complaint history revealed (B)(4) other similar complaints for this product family and failure mode. In that same time frame, (B)(4) units were sold and shipped worldwide, making the rate of occurrence for this failure (B)(4) percent. A risk analysis was performed and found this failure mode and occurrence level to be consistent with current risk documents. The instructions for used advise and warns the user of the following. Use of adult pads in high current procedures exceeding 700 ma and maximum cumulative activation time of 60 seconds in any 120 second period can result in electrosurgical burns or poor electrosurgical performance. Failure to achieve good skin contact by the entire adhesive surface may result in electrosurgical burns or poor electrosurgical performance. Difficulty in achieving cutting or coagulating energies requires evaluation. Stop. Do not proceed or increase power settings until you have checked all components of the electrosurgical circuit including the active electrode and its cable, the patient, pad adherence and integrity, and the electrical generator and its connectors. Indiscriminate power increase may result in patient burns. Do not re-use or re-locate the pad after initial application. Immediately wipe up any spilled fluids in area of the pad. Keep application site dry. Rapid removal of the pad may cause skin irritation or damage. The pad should be applied to the patient with the long side of the pad perpendicular to the direction of the current flow from the operative site. This issue will continue to be monitored through the complaint system to assure patient safety.